Event description:
The customer contact reported loss of suction. It was reported that prior to patient use, it was noted that the receptal liner was reportedly bonded off center to the lid. Subsequently during testing, loss of suction was noted. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4): the information on reprocessing of the device was requested; however, no response has been received. (B) (4). (B) (4).